Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that on (B)(6) 2014 they woke up with a blood glucose (bg) of 522mg/dl with mild fatigue and headache. The patient stated that several months ago the pump developed a crack in the battery compartment and the pump began to intermittently lose power. The patient placed tape on the pump in an unsuccessful attempt to resolve the issue. Customer support (cs) advised the patient to discontinue the pump and use alternate form of delivery. This report is being made due to the bg excursion experienced due to an alleged power (damage) issue.